Event description:
Customer reportedly received results of 48 mg/dl and 90 mg/dl within 10 minutes on compact plus system. No actions taken based on device results. No adverse events reported. Requested return of suspect device, and replacement was sent.